Manufacturer narrative:
Exact date unknown, event occurred over the last one to two years ago the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 16224149.

Event description:
It was reported that the patient was experiencing pain at the ipg site and inadequate stimulation. No device malfunction was suspected. The patient underwent an explant procedure and the explanted products were disposed by the facility.